Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 125 ml/hr and 25 ml were performed and tested in spec. During the evaluation of the device, it was discovered that the occlusion sensor was not operating as intended. The pump was re-calibrated and then the sensor was tested again and it was functioning properly. The issue with the occlusion sensor would not have impacted the flow rate of the device. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported over infusion. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: over infusion. Infusion completing in about half the time expected.